Event description:
It was reported to olympus that the image was absent when connecting a type 180 endoscope on the video processor. This was discovered during preparation for use. There were no reports of a delay or patient harm.

Manufacturer narrative:
The legal manufacturer's investigation is ongoing, this report will be supplemented when new and relevant information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's device evaluation and investigation per the field service engineer (fse). Based on the results of the device evaluation, the reported event was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to a faulty patient board set. In addition, as to cause of failure, it was thought that stress due to heat or humidity affected the circuit board and led to failure, but it could not be identified. Olympus will continue to monitor field performance for this device.